Manufacturer narrative:
Based on the claim against the product by the customer noting a single recoverable error 48245, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported issue and replaced the lamp module to resolve the issue. The illuminator was also replaced per customer's request. The system was tested and verified as ready for use. Isi has received the illuminator for evaluation, however failure analysis has not been completed yet. A follow-up MDR will be submitted post failure analysis evaluation or if additional information is received. Isi has not received the lamp module for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. This complaint is classified as a reportable event due to the following conclusion: the illuminator was replaced after the start of the procedure and the surgeon was able to continue the procedure robotically with an external illuminator. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section model # is not applicable. Field implant date is blank because the product is not implantable. Information for the blank fields in section initial reporter name and address is not available.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that error 48245 occurred. The illuminator could not be turned on. The tse confirmed a single recoverable error 48245 in the logs. The tse advised the customer to use external illuminator. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was not checked upon powering on the system. The system initially powered on without errors. The error was not resolved, and the customer used the external illuminator to complete the procedure robotically.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the illuminator involved with this complaint and completed the device evaluation. Failure analysis did not reproduce the reported complaint. However, the error 48245 was confirmed upon reviewing the system logs. The illuminator was tested on an in-house printed circuit assembly (pca) system. The system was powered up normally. The illuminator passed communication, white balance, auto calibration with good video, and focus test. The illuminator was set idle for 10 minutes and then power cycled 10 times with no error. No problem was found.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the lamp module related to this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint. The error 48245 occurred when the illuminator lamp failed to ignite after several automatic attempts. After the error, ignite attempts stopped. The lamp remained off until the user tried to switch the lamp on again. Ignition failures indicate that the lamp module must be replaced or the ignition circuitry in the illuminator has failed. The root cause of this failure was not determined.

Event description:
Refer to h10/h11 for follow-up information.